Event description:
On event date a patient underwent implantation of staar model cc-4204bf intraocular lens in their left eye. According to the dr the lens came out of the injector too fast on insertion and the haptic plate tore the posterior capsule at the equator position. The dr stated he removed the lens. No vitrectomy was performed. He then implanted an aq-staar lens into the sulcus. The patient's vision isn't quite 100% and pt will return for a yag procedure.